Manufacturer narrative:
Philips service replaced the ethernet cable (B)(4) ethernet cable 30m) and returned the system to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that loss of frontal live image due to bad video link connection on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.